Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. A remstar auto a-flex device was returned to a third-party service center for service as part of the sound abatement foam recall process with no initial alleged complaint. During the evaluation of the device at the third-party service center, the device was visually inspected and found visible foam particles inside the blower kit. Additionally, the service technician also noted a trash fail and an error code present #25 (err_motor_thermistor_open), #55 (e-55: err_therapy_queue_full), #63 (e-63: err_stuck_knob_key) and #66 (e-66: err_stuck_encoder_b) in the device logs. Pin1 and pin2 were destroyed form the humidifier connector. The power connector was destroyed. The device was scrapped by the service center after the evaluation was completed.